Manufacturer narrative:
(B)(4).

Event description:
Received information for the last couple weeks the patient is experiencing uncomfortable, "violent: stimulation no matter what the ins setting. Patient has a pain pump implanted on the same side as his ins. The following day the patient reported when stimulation is turned on he experiences a shocking or jolting sensation. Patient can feel stimulation all the way up his spine. Feels like it is "rattling his fillings. Patient has the stimulation turned all the way down to 0.0v. He turned the stimulation back on, but left it at 0.0v. Even at this setting patient reports the sensation is too intense. Patient has an appointment with his hcp this same day and asked for a medtronic representative to be at the appointment to troubleshoot the device. Additional information has been requested and if received a follow up report will be sent.